Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00514 on november 17, 2020. Additional information - 11/20/2020. Siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xp sars-cov-2 total (cov2t) lot: 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
Calibration and quality control (qc) results were valid. Siemens customer service engineer (cse) was dispatched and performed a total service call and visual protocol. The acid pump was proactively replaced, acid solutions primed, and dispense check for acid/base was performed. Sample probe, rp1 and rp2 were aligned and wash1 dispensing and aspiration checks were performed. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results for three patient samples which were considered discordant compared to the nonreactive (negative) retest results. The samples were repeated a second time after the serum separated and the samples were respun. Two samples had non-reactive (negative) results and one sample had a reactive (positive) result. It is unknown which results were reported to the physician(s). There are no reports of patient intervention adverse health consequences due to the discordant cov2t results.